Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer fell in the lake with her insulin pump. Customer stated that the insulin pump had paint and a scratch on it. Customer also stated that the insulin pump works fine and declined a functionality check. Due to moisture damage, customer was called to see if a replacement pump was needed, but customer did not answer. No additional information provided.